Event description:
Boston scientific crm received information that during a normal follow up, it was discovered that this implantable pacemaker had reached end of life (eol). However, at the last follow up in (B)(6) 2009, the device displayed that the estimated longevity was one year. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported. At a later date, this device was successfully explanted and returned for immediate laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was confirmed through a review of the memory that the device was at end of life (eol). No hardware resets were found. The device communicated appropriately with the programmer and paced and sensed normally. To determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Further analysis of the device memory found that the device reached the elective replacement time (ert) approximately 14 days after the (B)(6) 2009 patient follow up. It was also noted that the current drain of the battery was at a higher value when ert was reached. During the time after the (B)(6) follow up, a review of daily measurements revealed that the lead impedance measurements had been fluctuating. The impedance measurements for the ventricular lead were between 440 to 480 ohms while the atrial impedance measurements were between 310 to 340 ohms. The fluctuations in these values resulted in the device using more of the battery capacity, which shortened the estimated device longevity.